Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively, and the explanted device was not returned as it was kept by the medical facility.